Event description:
The customer reported that the system would not boot up. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system and replaced the single board computer, display adapter board, image processor board, the system interface board, and the generator interface board. The system operates as intended.